Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at display window corners and missing o-ring lip.

Event description:
The customer reported via phone call that his insulin pump had a missing piece of plastic around the opening of the reservoir compartment. The customer's blood glucose was unknown. The customer was unaware of how the damage occurred. The customer stated that he put the insulin pump inside his pocket and , upon pulling it out, half of the black gasket was missing. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.